Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that pump issue, serious injury- improper flow was not determined. The reported issue that there was the pump issue, serious injury- improper flow could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving high blood pressure/hypertension, hypoxia, tachycardia, unexpected medical intervention, medication required, infusion or flow problem, improper flow or infusion, insufficient information, device not returned, no findings available, cause not established.